Event description:
Boston scientific crm received information that this device indicated a remaining longevity of one year. One month later, the device had the tripped elective replacement indicator.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough device analysis was performed. The device functioned within electrical specifications during detailed analysis. Based on the available information, the device exceeded the minimum predicted longevity. Review of memory found the device was operating at the upper threshold of the calculated hybrid bin current, minimal changes to thresholds, pacing rate and/or lead impedances resulted in the hybrid calculated bin current increasing, which resulted in an unexpected elective replacement time declaration and a one year reduction in the longevity remaining.

Event description:
Information was later received that this device was explanted as the device depleted rapidly since the last device check.

Manufacturer narrative:
This device was returned. Pending the completion of lab analysis, this section will be updated appropriately.

Manufacturer narrative:
This device was explanted. Pending the return and completion of lab analysis, this section will be updated appropriately.

Manufacturer narrative:
This device remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.